Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Radiographs were provided and reviewed by a radiologist. The review identified the radiolucent acetabular cup is cemented. There appears to be some chronic bone loss at the superolateral acetabular roof with thick cement placed in this region. The femoral head component is not centered in the acetabular cup due to superior polyethylene wear. Left total hip arthroplasty associated with spiral fracture of the proximal left femur. Potential risk factors include generalized bone mineral density. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Sulox head, s, ã¸ 28/-3.5, taper 12/1 item# 172805 lot# 2072655. Cmt cmw t.1 avec antibiotiq item# 3015040 lot# b129a40. Cmt cmw t.1 avec antibiotiq item# 3015040 lot# c097a40. All poly hooded acetabular cup 46mm od 28mm ID item# 437028046 lot# 1424182. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had a initial hip replacement. Subsequently, approximately 24 years post implantation, underwent a revision surgery due to periprosthetic fracture. Diligence is completed and no further information on the reported event has been provided.